Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: conclusion(s):visual examination: unit 1: the needle was pushed to the out position. No damage or bents were observed. No physical-mechanical damage was observed on the catheter-adapter assembly. The needle cover did not revealed corresponding needle marks. Unit 2: the unit was received with the needle cover in place. No physical-mechanical damage was observed on the catheter-adapter. Assembly. Small black specks were observed on the catheter tubing. No physical-mechanical damage was observed on the cannula. Investigation conclusion: a DHR review was performed. The lot was built and packaged on afa line 11 from 31mar2018 through 04apr2018. All required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. No qns were initiated during production. Root cause description: the returned units did not display any adverse characteristics that would contribute to the defect the customer experienced, and the failure described in the event description could not be replicated at the laboratory. The black specks observed on the catheter tubing (unit 2) were most likely introduced to the unit during transit/handling. Although black specks were observed on the catheter tubing. A definite source for the black specks found on the catheter tip is unknown. The unit was returned out of its original package and the specks could have been introduced during various stages (manufacturing, user environment, and handling). Rationale: a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that there was foreign matter on catheter tubing with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: small black specks were observed on the catheter tubing. The black specks observed on the catheter tubing (unit 2) were most likely introduced to the unit during transit/handling.